Event description:
Information was received indicating that the pump was alarming high pressure. No adverse patient effects were reported.

Manufacturer narrative:
H6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device appeared to be intact. The event log was reviewed and revealed evidence of error messages. Upon function testing the reported problem could not be duplicated however the downstream sensor was found to have damage. The root cause of the reported problem was unknown however a damaged downstream sensor can cause alarms. The downstream occlusion sensor was replaced as a preventative measure. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 09-may-2022 via email and attached to complaint object: the event did not occur while the device was in use with the patient.